Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review regarding the reported issue. There is no device data or sufficient reported information to determine the device's contribution to the reported outcome. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to connect pads. In this state, the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker evaluated the customers device and was able to verify the reported issue. Stryker observed that the electrode pads were not removed correctly during the event. The root cause of the issue reported issue was likely user error, as it does not appear the red loop on the apex electrode pad was pulled as directed by the lifepak cr2 operating instructions. Stryker archived the device and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device failed to connect pads. In this state, the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive.